Manufacturer narrative:
Continuation of d10: product ID 3998 lot# v175498 implanted: (B)(6) 2008 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(6), ubd: 11-nov-2012, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated that for the past 4-5 months they have been noticing that they have to turn their stimulation up higher in the morning to get the same level of stimulation as when they were at a lower setting. Caller stated that they used to turn it up to 1.10 but now have to turn it up to 1.70 for the same relief. Caller mentioned that their doctor told them that there were some leads that were disconnected back when they had the battery replaced but that they bypassed the problem. Caller asked if there was a way to check if more of the leads were disconnected. Agent understood caller was discussing the electrodes when referencing leads. The patient was redirected to their healthcare provider to further address the issue. Caller mentioned that they switched pain management doctors. Agent provided caller with nas phone number for healthcare provider office to call.  On (B)(6) 2024 information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was that they were having some problems with the implanted neurostimulator as the stimulation was not as strong as it had been. Pt was calling to obtain the nas number to provide to hcp so that they could have hcp invite a rep into their appointment this morning to figure out what was going on; agent provided pt with the nas number. When asked for the event date, pt said that it had been at least a month or maybe a month and a half. Pt said that they used to have the stimulation at 110 all day but now they didn't feel the stimulation at 110 so they had increased the stimulation to 180. Pt then said that when they had the battery replaced, they were told that some of the leads were broken. Pt said that they were meeting with their doctor this morning.

Manufacturer narrative:
Continuation of d10: product ID 3998 lot# v175498 implanted: (B)(6) 2008: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called and repeated previously documented information, discussed non-functional leads, and inquired if they would need their leads to replaced along with the battery once they reach eos in order to be full-body eligible for mris in the future (specifically for knee and back). Agent reviewed information.